Event description:
It was reported that this pacemaker and a non-boston scientific right atrial (ra) and right ventricular (rv) lead exhibited oversensing of noise resulting in an unknown duration of pacing inhibition, and atrial tachy response (atr) mode switches. The patient was noted to be ra and rv pacemaker dependent. Programming changes were made. Subsequently, the battery status was noted to have increased from less than 0.5 years remaining to 1 year remaining. Technical services (ts) discussed the increase in longevity was likely a result of the programming changes that were made. No adverse patient effects were reported. This device remains in service.